Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced "persistent postoperative anterior chamber (ac) reaction significant anterior capsular fibrosis, and tilted iol with anterior vaulting nasally." The lens tilt was noted approximately 6 weeks post implant, with myopic shift and >2.5 diopter astigmatism. The lens was removed and replaced with another model lens approximately 9-10 months post lens implant. The surgeon indicated that in her opinion the likely cause of the event was "patient's progressive phimosis likely caused some zonular damage causing/resulting in iol tilt." The patient will likely require a ppv/mp for macular pucker and removal of amputated haptics that are impinging upon the visual axis.

Manufacturer narrative:
Additional information: the lens was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the exact root cause of the reported event could not be determined. According to the surgeon the likely cause of the event was "patient's progressive phimosis likely caused some zonular damage causing/resulting in iol tilt".